Event description:
It was reported that this pacemaker was exhibiting low amplitudes. In addition, far field oversensing was noted. Technical services (ts) noted farfield was likely due to sensitivity settings. A pacemaker mediated tachycardia (pmt) that appeared to be atrial driven was noted. This pacemaker remains in service. No adverse patient effects were reported.